Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed externalized conductors, confirmed via fluoroscopy. The rv lead was explanted and replaced. The patient was stable.